Event description:
Please see reference importer number: 3006639916-2013-00085.

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 4 lat: ref (B)(4)/lot 104019 (50 stem produced): all parameters were found to be in accordance with the specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Forty stems belonging to this lot have been already implanted without any other similar incident. Versafitcup cc trio cup (B)(4), /lot 121427 (66 cups produced): all parameters were found to be in accordance with the specs valid at the time of mfg. The washing cycle for metal components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Fifty-eight shells belonging to this lot have been already implanted without any other similar incident. Versafitcup cc liner, ref (B)(4)/lot 122080 (39 liners produced): all parameters were found to be in accordance with the specs valid at the time of mfg. The washing cycle for plastic components was run according to specs and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specs valid at the time of production. Twenty-four liners belonging to this lot have been already implanted without any other similar incident. From the data collected, there are no evidence that the infection is device related.